Manufacturer narrative:
The reported failure of trilogy ev300 ventilator for active exhalation verification testing for pilot reading is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy ev300 ventilator was reported to have failed pre-operational testing. There was no patient involvement, and no harm or injury reported. It was reported that the ventilator failed active exhalation verification testing for pilot reading. The customer refused field change order implementation indefinitely. The site will not go forward with repairing the failed device. Therefore, the device was not repaired. There was no information regarding the components that would have been used during the repair since repair did not occur.